Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es the system failed to boot and displayed an error message. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to boot, displaying the error message: "your pc ran into a problem and needs to restart". The field service engineer discovered the database had exploded and spoke with the nurse, who reported multiple reboots attempts before the station became operational. The system functioned as intended after the customer troubleshot the device.